Manufacturer narrative:
Patient identifier - requested but not provided. Date of birth - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. UDI - requested but unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned to the manufacturing facility for evaluation. The cut on catheter tube on both edges had fine edges and a clean cut over. Similar appearance of the catheter tube was also obtained when the catheter tube was cut using bandage and skin scissors, therefore the catheter tube was accidentally cut during the process. Evaluation of the product code/lot number retention samples revealed no defects. The retention samples were subjected to catheter tube and catheter hub fitting force testing and confirmed to meet manufacturer specification. The catheter tube was tested with manual pulling; the 50 mm tube was elongated until 190 mm without any breakage, this condition manifest the tensile strength of the tube and it cannot be broken by itself unless an external force was applied. A review of the lot history record of the potential lot was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection, sensory and functional evaluations and all samples for the potential complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. It is likely that the catheter was cut by a sharp object. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that a case with a (B)(6) female patient who stayed at the hospital due to bone fracture. She received right side bipola hip replacement and right side distal orif on (B)(6) 2018. When the patient was in the operating room (or), the physician inserted a sr+ox1864c at 23:20 for blood infusion purpose, the insertion site was the vein of the left hand elbow due to difficult to place IV catheter for this case. It was reported that 1,000 ml fluid was given through the IV catheter on (B)(6). From the (B)(6), they keep the line with extension set and IV lock, without any treatment through this line and without checking the IV line function for those two days. On (B)(6), it was reported that they tried to remove the catheter. During the removal process, the nurse found the catheter broken. The patient received an incision and had the catheter removed out of the body. The incision wound is around 3-4 cm after surgery. Patient went back home on (B)(6) 2018.